Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead experienced oversensing, which appeared to be diaphragmatic oversensing. The oversensing resulted in pacing inhibition and there were no reported adverse patient effects. Additional information provided stated that the sensitivity was changed to least and defibrillation threshold testing had been performed at this setting. Subsequent information indicates that this product was explanted and replaced for normal battery depletion.

Manufacturer narrative:
As of today, the available information suggests this ICD has not been returned. If any additional information related to this incident becomes available, this event will be updated. This product was returned for laboratory analysis. Analysis is currently on-going. Upon completion of analysis this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The previous clinical observations were unable to be duplicated during analysis, product was explanted for normal battery depletion.